Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level. Cts provided pump reset information, assisted caller with resetting pump, and confirmed that same malfunction code did not recur after reset. Customer was informed to continue using pump and advised to call back if malfunction recurred, which was acknowledged and understood by caller.